Event description:
Customer reported fentanyl over infusion in the ICU. There was no report of pt harm or medical intervention. Although requested, no further pt or event information was provided.

Manufacturer narrative:
Devices not received, log review only. The events logs have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.